Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a routine device interrogation, the right ventricular (rv) lead was found to exhibit pacing impedance measurements of greater than 3000 ohms. Subsequently a revision procedure was scheduled for the following day. Upon opening the pocket, insulation abrasion and a lead fracture under the suture sleeve were observed. The physician was unable to pass a stylet into the lead, thus the rv lead was surgically abandoned. A new lead was successfully implanted and the patient was upgraded to a bi-ventricular cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.